Event description:
Boston scientific received information that the patient with this right ventricular lead experienced shocks and presented to the hospital. Interrogation revealed numerous episodes of noise. It was thought this lead may be fractured or have damaged insulation. Non-sustained ventricular tachycardia episodes were recorded resulting in inappropriate shocks. Impedance measurements varied were within normal range. A lead revision is intended. No further patient symptoms were reported. Additional information was received: a replacement procedure was performed. This device and right ventricular lead were replaced. During the procedure, visual observation revealed lead insulation damage close to the terminal connection of this lead. It was thought this may be due to an acute bend in this lead. The physician did not feel the lead was fractured. This lead was surgically abandoned and replaced. Post procedure, acceptable measurements were within normal range.

Manufacturer narrative:
This lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.